Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged speaker issue was verified in the pump logs; however, no failure was identified; but the low bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to the customer's blood glucose level due to this reported issue. Additionally, the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed juice to address bg. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.